Event description:
The heartstart mrx was sent to philips healthcare for fco implementation, where it was noted by the philips bench engineer that the device failed opcheck for co2 test. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.